Event description:
On (B)(6) 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that the screen blacked out during a procedure. The incident resulted in a minor delay, however, the procedure was completed successfully using the same device without harm to the patient. There is no death or serious injury associated with this event. As such, this report is being submitted in an abundance of caution.